Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons less responsive and buttons was harder to press. Customer¿s blood glucose level was unknown. Customer stated that rejected new battery, slower during rewind and louder during rewind. The device will not be returned for analysis.